Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4). Device evaluation: the echo-19 device of lot number c1341469 device involved in this complaint was returned for evaluation, without original packaging. With the information provided, a physical examination and document based investigation was conducted. The customer reported that the needle was fully retracted prior to patient removal. On evaluation of the returned device it was noted that there was a bend in the needle at the distal end/patient end. It was also observed that that the needle was exposed upon return. It was noted that the needle cannot be retracted. Needle was removed from device. Break was noted, measuring 35.5cm from stylet entry luer. No other defects observed. Complaint is confirmed as the failure was verified in the laboratory. A definitive root cause for the customer complaint could not be determined however possible causes may be that the needle snapped while the endoscope of the device was in the twisted position. Additionally another possible cause of this complaint is that the device was used with excessive force possibly when attaching or detaching of the device, this is turn led to a broken needle. Document review: a review of manufacturing records were performed for lot c1341469 and there were no discrepancies which could have contributed to this occurrence. There is no evidence to suggest that this issue effects the entire lot # c1341469; upon review of complaints this failure mode has not occurred previously with this lot # c1341469. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Summary: complaint is confirmed as the failure was verified in the laboratory. The risk was determined to be no risk (category iii). From the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was advanced to desired position and found out the needle advancement was difficult for several try to do puncture and the needle cannot retrieved completely. Additional information was received to clarify the needle was fully retracted prior to patient removal, however during the device evaluation the needle could not be retracted and the needle was broken proximally. A conservative approach was taken, this complaint is being reported based on non retraction of needle and proximal needle breakage.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending a follow up MDR report will be submitted with the investigation conclusions.

Event description:
The device was advanced to desired position and found out the needle advancement was difficult for several try to do puncture and the needle cannot retrieved completely.